Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger pcb and f5 fuse in the power signal interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service. See scanned page.